Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was over-sensing external noise resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.